Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-27059. It was reported that the patient presented for pacemaker and right atrial (ra) lead extraction due to endocarditis noted by echocardiogram. The pacemaker and lead were successfully explanted on (B)(6) 2021. The patient was in stable condition.